Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, valve frame damage occurred. During a transfemoral transcatheter aortic valve replacement procedure, difficulty advancing the commander delivery system through the esheath+ was experienced. Once the 26mm sapien 3 ultra valve exited the sheath, it was noted that a valve tine was bent back, but it was decided to continue with deployment of the valve. The valve was deployed in the aortic annulus without issue. Root shot showed no extravagation of contrast and no perivalvular leak, and the valve was well seated. The patient did not have any bleeding noted on contrast injection of the right iliac artery or right common femoral artery. Patient left the cath lab in stable condition.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Imagery was provided by the site and revealed the following: one (1) strut was bent approximately 135 degrees at inflow side, the crimped valve appeared to be diving, and the right access vessel had presence of calcification and tortuosity. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The event of valve frame damage was confirmed through provided imagery. An existing technical summary by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. In this case, access vessel tortuosity was present. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Access vessel calcification was present. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. In this case, valve appeared diving over the flex tip/pusher, which indicated high resistance during the delivery system advancement through sheath, and excessive force was applied to overcome the resistance. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation, high push force when advancing the delivery system into the sheath) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.